Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed that there were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. A portion of the shaft material from the collar was attached to the ptfe pulled out of the collar. Microscopic examination revealed that the collar was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device broke. The lesion being treated was located in a moderately calcified and severe tortuous coronary lesion. While outside of the patient, it was noted that the guidezilla was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good

Event description:
It was reported that the device broke. The lesion being treated was located in a moderately calcified and severe tortuous coronary lesion. While outside of the patient, it was noted that the guidezilla was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.